Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. Corrected data: a2 - age 38 years to 62 years. A2 - date of birth (B)(6) 1981 to (B)(6) 1957. Additional manufacturer narrative: an event regarding a fracture of a tibial stem involving a patient specific proximal tibia was reported. The event was confirmed by photographs. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the siw company intranet confirms that the implant was released and implanted on (B)(6) 1981. Complaint history review: based on the device identification the complaint databases were reviewed from 24jun2016 to present for similar reported events regarding fracture of the tibial stem of a patient specific proximal tibia. There have been 3 other events. Conclusions: an event regarding a fracture of a tibial stem involving a patient specific proximal tibia was reported. The implant was in situ for 38 years. The exact cause of the event could not be determined because the retrieved implant, pre- and post-operative x-rays and the primary operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text: device not returned.

Event description:
It was reported that "just to inform you of a revision case we did today of an siw custom prox tibia. As you can see the stem has broken."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that "just to inform you of a revision case we did today of an siw custom prox tibia. As you can see the stem has broken ".